Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Issue was not resolved with a battery change. Blood glucose value was 345 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a back a plan. The customer declined the insulin pump replacement and disconnected the call.